Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed by mako surgical. The root cause of the event is inconclusive. The initial stereotactic entry issue is most likely a shifted array; however, there is no data to support this conclusion as there is no recorded checkpoint check failure. It is suspected a registration shift occurred when the surgeon attempted to register the already-resected tibia and the registration resulted in poor results as well as a failing verification sphere. A shifted registration would shift the implant plan location and lead the rio to believe the burr's center point is at a different location (virtually) than compared to the real location.

Event description:
The surgeon was preparing to perform a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). While the surgeon was burring the tibia, he paused to reposition the leg. When the surgeon attempted to approach the tibia again, he was unable to activate burr mode in the stereotactic zone. Various attempts at troubleshooting were unsuccessful, and it was suspected that the tibial array had shifted. The surgeon completed the tibial resection with a manual saw blade, and reported a successful case outcome.